Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. G1 MFR site name, danvers, omitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 71-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage e shock. Following transfer to the intensive care unit, oozing was noted at the impella access site overnight; however, there was no active bleeding observed. The oozing was localized around the repositioning sheath. The introducer was peeled away outside the body, after which it was noted that the oozing resolved. No hematoma was identified at the access site. It was additionally reported that the patient had oozing at other access sites, including the pulmonary artery catheter site, arterial line site, and intravenous access sites. The patient received one unit of packed red blood cells overnight. The impella site was dressed with an appropriate angle-matched dressing. At the time of the event, the patient was receiving systemic anticoagulation with heparin at 10 units per kilogram per hour, with a reported activated partial thromboplastin time of 77. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on impella cp support at the time of reporting.